Event description:
The manufacturer previously noted a ventilator had a internal battery depleted alarm condition that was observed. The device's internal battery was charged to address the issue. No malfunction of the internal battery was observed. Additionally, the active porting block, handle and handle o rings were found to be physically damaged and need to be replaced. The device's rubber feet were missing and need to be replaced. The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, the type of contamination has been documented as dust on the blower box. Additional information entered into the repair evaluation states there were foam particles observed. The device's flow sensor assembly, motor blower assembly, sensor board and tubing kit need to be replaced to address the issue. The customer requested the device be returned unrepaired.